Event description:
It was reported that during a pre-use check, the customer found some small foreign substances within the cassette. No patient injury was reported.

Manufacturer narrative:
Visual inspection was performed of four pictures and one sample returned in used conditions, without its original packaging and with its certificate of decontamination. The sample was visually inspected and this sample is within spec, the complaint is not confirmed. No root cause could be determined because based on the visual inspection, the sample met the specification. No corrective actions were taken since the complaint was not confirmed. A DHR review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07759 is no longer considered reportable, please disregard any MDR reports associated with it.